Event description:
The healthcare provider reported injecting evolysse smooth into a patient. The patient experienced a pressure occlusion.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The device history record could not be reviewed as the lot number was not reported the complainant was contacted to retrieve additional information regarding this event however, the hcp decided they did not want to report this event and did not provide any further information. We are unable to confirm the exact nature of the complaint based on the few limited information provided. Vascular occlusion is a known serious adverse event documented in the labeling and risk management file. (B)(4) and (B)(4). CAPA 25002.